Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately calcified left anterior descending coronary artery. Resistance was noted while advancing the 2.0x12mm mini trek balloon dilatation catheter to the lesion, and some bending of the device was noted. Once at the lesion, the 2.0x12mm mini trek balloon completely failed to inflate. During removal of the device, the shaft completely separated outside the anatomy, and the separated portion was able to be pulled into the guide catheter without intervention and removed without issue. There was no reported adverse patient effect and no clinically significant delay in the procedure. A new mini trek was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported kink and separation were confirmed; however, the reported inflation issue was not. The balloon was inflated and held pressure with no leak noted; thus the reported inflation issue was not confirmed. The reported difficulty advancing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Attachment MDR report #: mw5111880e4 - initial report sent to FDA updated from "no" to "yes".

Event description:
Subsequent to the initial medwatch report, the following information was received: user facility voluntary MDR report # mw5111880 received: while performing emergency angioplasty and stenting to a heart attack patient, an abbott 2.5 x 12 mm [note: reference number in report # mw5111880 is a 2.0x12mm] trek balloon broke requiring removal of the entire system since the distal portion of the balloon sheared off of the shaft. The balloon and all those contents were inspected outside of the body, revealing no significant residual balloon material in the body. FDA safety report ID# (B)(4). No additional information provided.